Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer prior to use that cardiosave intra-aortic balloon pump (iabp) helium tank was leaking. No patient involvement and no patient injury.

Manufacturer narrative:
A getinge field service engineer (fse) onsite tested numerous times and observed helium leak above 20psi as per service manual. Correct leak to under 20 psi and tested as prescribed in service manual. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.